Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt had been experiencing symptoms of frequent urination and extreme thirst for several days despite readings on his one touch basic meter that were "never higher than 147 mg/dl." Because of the low meter readings, he discontinued his insulin, yet continued to take his oral diabetic medication. On 6/25, knowing he was dehydrated, he went to the ER where a lab blood glucose result of 720 mg/dl was obtained. A concurrent test on his one touch basic was 64 mg/dl. He was admitted and treated with fluids and insulin via IV. The meter is not cleaned or maintained according to MFR's recommendations. Alcohol is used to clean the meter optics, a practice which is warned against in the product's instructions for use. In addition, no calibration tests are performed to detect conditions of possible inaccurate results.